Event description:
It was reported that post op a sleeve gastrectomy, patient presented with pain post op day four after drinking fluids which prompted him to believe there was a leak. The patient was re-scanned on and there was trickling of air bubbles. There was fibrinous exudate and 10cc of bilious fluid. The patient was discharged home three days later. No further complications. The surgeon states that he covers the staple line with omentum. The does not perform leak test, he oversews the staple line.

Manufacturer narrative:
(B)(4). Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that two reloads were received unfired and inside their sterile package. The reload was tested for functionality with a test device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.